Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, analysis revealed rs coil fractured approximately 32.1 cm from is-1 pin. Lead is in corlab for further analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, analysis revealed rs coil fractured approximately 32.1 cm from is-1 pin. Lead went to corlab for further analysis. Corlab confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
Boston scientific received information that this right ventricular (rv) lead delivered an inappropriate shock due to oversensing noise. It was suspected this rv lead was fractured. The system was reprogrammed to monitor only (mo) to avoid future delivery of inappropriate therapy, and patient was monitored. The associated implantable cardioverter defibrillator (ICD) also experienced normal battery depletion, so the decision was made to explant and replace both leads and ICD. A new system was implanted without issue. There were no adverse patient effects reported.